Manufacturer narrative:
Per the clinic, the patient was placed under general anesthesia and underwent revision surgery on (B)(6) 2026; in order to reposition the electrode array.

Event description:
Per the clinic, the patient experienced facial nerve stimulation, discomfort, and was unable to tolerate the sound processor. The patient also reported a sudden onset of abnormal sensations localized to several basal electrodes, pressure in the implanted ear, and dizziness upon stimulation. Reprogramming attempts were unsuccessful in alleviating the issue. Subsequently, an x-ray imaging (specific date not reported) revealed migration of electrode array out of cochlea. The revision surgery to reposition the electrode array was planned, however, it had not been performed as of the date of this report. The implanted device remains. Additional information has been requested but has not been made available as of the date of this report.